Event description:
Hepatitis a igm reported as reactive incorrectly. The supervisor realized there was an increase in equivocal and reactive patients. Qc (quality control) acceptable, but levels changed; assay failed recalibration. Stopped analyzing the assay on centaur 3 and moved analysis to centaur 2. The assay calibrated, with a new reagent pack (lot# 131) and diluent 2 (lot# 33802)and qc was more consistent with past operation. The situation seemed better, but assay was still not performing as in the past. Siemens service was called in to check the instrument and another company was in to check the water system. After service and trying a new lot of diluent 2, it was determined that the old lot of diluent 2 (used only on hepatitis a igm) was the problem. We notified siemens of the problem and sequestered the bad lot of diluent 2 (lot# 33802).initially it appeared to be the reagent causing the problem with the analyzer. More follow up by the staff with the vendor revealed that it is a maintenance issue. Device is under full contract with siemen's medical. Several parts were replaced within the system to eliminate the problem. Follow up with pathology will continue.